Event description:
Reportedly, after firing, the device was difficult to pull back from the rectum. The surgeon tried to turn the device but it was stuck into the rectum. Then the surgeon pulled the device back by force, the anastomosed area was damagted. The tissue was treated with a hand sewing and a covering stoma. After that, confirmed that the donut tissues had been cut properly and complete. The surgeon considered that the anvil had tilted but it had been stuck into the rectum. Procedure: lar double staple.